Manufacturer narrative:
One 3.5 full radius blade was returned for evaluation for the reported complaint of ¿shedding.¿ the inner and outer blades were visually evaluated for damage and the blades were found to be intact with no visible signs of material galling or debridement. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was not determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the blade shed metal shavings. The shavings were suctioned out. A back-up device was on hand. A five minute delay and no patient harm were reported.